Event description:
It was reported that the customer passed away due to diabetes complications. It was reported that the customer had just finished mowing the lawn, then went on a six mile run on the treadmill. It was stated that the customer passed away after he finished running. It was stated that the customer was wearing the insulin pump at the time of his death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.